Manufacturer narrative:
Received 1 used silicone catheter only. During the visual inspection there was no problem noted; however, under magnification it was observed that the sample had a small burr on the catheter tip (mismatch). No other defects were observed. During tactile evaluation the burr felt rough and sharp on the surface of the catheter tip. The reported event was confirmed as a manufacturing related issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had a burr on the end.